Event description:
It was reported the patient had been feeling the stimulation go up and down for about 6 weeks. It was noted the patient had talked to their manufacturer about a month ago and they told the patient to just keep resetting it. It was reported the patient usually had the "programmer at 3.4 or 3.3 and it goes up to 4.4 and blows her toes out". It was reported the patient had sat down on the toilet on monday and the stimulation went wild. It was reported the patient was going to contact their rep to be reprogrammed then would be reevaluated. Additional information received reported increased stimulation. The patients stimulator started acting up in december. It was clarified that the patient would start feeling an increase in stimulation even when taking the dog out for a walk. It was reported the patient had communicated this with their rep in january and was told to keep resetting it, but it was getting worse and going off every hour.

Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. Product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).